Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported intervention was needed for the catheter extraction. It is possible that the customer is trying to explain that it was not possible to remove the catheter as a result of the suture clips. More information has been requested.

Manufacturer narrative:
Affiliate reported updated information that the catheter has been positioned on the patient in the operating room, then the patient went in her room. The day later, the surgeon tried to remove the catheter but it didn¿t come out. So the patient was brought in the operating room again to remove the catheter and they have engraved the yellow ligament for the removal, but only a knotted and small fragment came out.

Manufacturer narrative:
Upon completion of the investigation, it was noted that a 1-1/4 inch segment of the silicone catheter was received tied on one end. Visual examination of the catheter segment revealed that one end appears to be torn. The exact cause of this tear could not be verified; however, the silicone material is irregularly torn indicating excessive stretching. It is likely that excessive stretching was applied to the catheter during removal and resulted in damage/tear but this could not be confirmed. There are no other anomalies noted on this segment of catheter. The silicone material appears to be pliable and free of deterioration. The other end of the catheter appears clean cut and anomaly free. We will continue to monitor for this or similar complaints for this product code. The device history records were reviewed, this catheter meet all testing requirements. There were no anomalies noted during the manufacturing process. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.